Manufacturer narrative:
New code requested for stuck in stent.

Event description:
In a percutaneous coronary intervention (pci) an intravascular ultrasound (ivus) catheter was used to image the lesion post stent placement. The anatomical location of the lesion is unknown. The physician was able to use the ivus to successfully confirm the stent was fully opposed; during withdrawal the catheter became stuck in the stent. In an attempt to free the catheter, the physician removed the imaging core of the catheter and introduced a guidewire into the catheter, but was unsuccessful. The physician pulled on the catheter and was able to remove the ivus from the patient. The patient is reported to be in good condition.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same batch. The sheath assembly, together with the guidewire (179 cm) that was used during procedure was returned. The guidewire was stuck inside the sheath assembly and could not be removed due to the dried blood on the inside. The guidewire exit port was lifted. The hub, telescope and imaging core assembly were not returned (removed by user during the event in attempt to free the device). The functional test could not be performed due to missing components. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings:do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications.if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications.when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation.when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel.inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment.the review of the device labeling found no evidence or indication that the catheter was used against the labeling and directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
In a percutaneous coronary intervention (pci) an intravascular ultrasound (ivus) catheter was used to image the lesion post stent placement. The anatomical location of the lesion is unknown. The physician was able to use the ivus to successfully confirm the stent was fully opposed; during withdrawal, the catheter became stuck in the stent. In an attempt to free the catheter, the physician removed the imaging core of the catheter and introduced a guidewire into the catheter, but was unsuccessful. The physician pulled on the catheter and was able to remove the ivus from the patient. The patient is reported to be in good condition.